Event description:
Hcp reported the patient was admitted to the hospital 2002 with complaints of rapid increase in muscle tone and itching. An xray showed abnormal position of the catheter connector. The patient was taken to surgery where a hole was found in the catheter and the pump was loose and twisted. Approximately one foot was cut from the catheter and it was resutured to the pump. The day after the repair, the itching was resolved. There was still some increase in tone and the physician was working with the medication dosage. The patient is reported to be doing fine.